Event description:
Canopy portion of tanning bed erupted into flames while still in box, before assembly or connection to power supply. Fire dept investigators found that a capacitor was completely open having malfunctioned prior to opening box. The portion of the device nearest the capacitors was the most heavily burned and it is surmised that the capacitor ignited the gas tubes above them. Rptr is concerned that there may be many more out on the market with a similar problem. The device was engulfed in flames within minutes.